Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the tubing of a clearlink blood recipient set just below the drip chamber. The event occurred during blood infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.